Event description:
So the cord would not "flop" in the way during the procedure, the surgeon reportedly asked the scrub nurse to clamp the cord to the drape. During the procedure, the pt was burned on the leg approximately 1' from the resection block.